Manufacturer narrative:
Beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified the defective parts were the deionized (di) pump and the degasser. The fse replaced the di pump and the degasser to resolve the issue. The fse performed quality control with acceptable results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results and quality control on their dxc 700 au clinical chemistry analyzer. The affected chemistries were sodium, potassium, chloride, acetaminophen, albumin, alcohol, alkaline phosphatase, alanine aminotransferase, ammonia, amphetamine, amylase, aspartate aminotransferase, barbiturate, benzodiazepine, beta-hydroxybutyrate, blood urea nitrogen, calcium, carbamazepine, cholesterol, lipase, magnesium, opiates, oxycodone, phencyclidine, phenobarbital, phosphorus, salicylic acid, total bilirubin, cannabinoids, theophylline, tobramycin, total protein, triglyceride, urine albumin, urine protein, uric acid, valproic acid and vancomycin. The results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.